Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the generator device was exposed from the skin about a week ago and was removed on 12/14. The cause of exposure was unknown. (It will be cultured in the future, but there is no sign of infection at present).